Event description:
It was reported that a vena cava filter was difficult to advance through the sheath from the femoral access site and force was used to push the filter out from the sheath. The filter then required an adjustment from an add'l jugular access site to achieve proper positioning in the ivc. No pt injury was reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.